Manufacturer narrative:
MFR received date: 14 aug 2019. The service technician confirmed the noise was emitted from a cooling fan. The service technician confirmed the cooing fan was replaced and corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 05sep2019. The service technician provided a correction and indicated there was no malfunction and a noise was not emitted from the cooling fan. The part was not replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14aug2019.

Event description:
The customer reported an unknown noise from unit. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.